Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) likely due to high left ventricular (lv) output required for threshold margin. Subsequently, the device was explanted and the patient was then treated with intravenous antibiotics. No additional adverse patient effects were reported.